Manufacturer narrative:
The reported event of inappropriate or unexpected reset was not confirmed. Interrogation of the device revealed battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, during device interrogation before the procedure, an alert for device reset was observed. The device was not used.